Manufacturer narrative:
One bellatek hybrid bar 6 implants, cshy06 was not returned for investigation. Therefore, visual inspection could not be performed and the investigation will be of the DHR, design files and risk management files. Picture/x-ray: pictures or x-rays were not provided. Appropriate documents were reviewed. DHR review was completed for the subject lot number (1170888). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (cshy06). Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the screw seat is broken on #15. Bar will not be returning. Bar will not be remade from 2014. Cs rep reported that the cylinders that are the issue. The screws no longer engage. The patient does not want to give up the bar to the dr.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).